Event description:
(B)(6), pdrn of patient (B)(6), called technical support on 01/13/2016 regarding patient's iq drive error when trying to transfer data. During a follow-up call on 01/22/2016 to pdrn (B)(6) at (B)(6), pdrn stated that (B)(6) catheter needed to be repositioned due to catheter migration. (B)(6) had been doing more manual exchanges because he was draining better when he stood up. The patient was waiting for the catheter to be repositioned and then he would go back to continuous cycler-assisted peritoneal dialysis (ccpd). During a phone call on (B)(6) 2016 to patient (B)(6), (B)(6) stated the issue with his catheter was resolved and confirmed there were no concerns with overfill and no injury occured. (B)(6) stated he had a surgery to have his catheter re-positioned and corrected. (B)(6) did not require any additional medical intervention or additional treatment once the issue with his catheter was corrected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).